Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 302830, batch #: 3235886. It was reported by customer that piece of plastic stuck inside the barrel. Verbatim: mat# 302830 leur lock 20ga lot# 3235886 piece of plastic stuck inside the barrel. Photo will be sent by the customer and no patient harm reported.

Event description:
No additional information received. Material #: 302830. Batch #: 3235886. It was reported by customer that piece of plastic stuck inside the barrel. Verbatim: mat# 302830 leur lock 20ga lot# 3235886 piece of plastic stuck inside the barrel. Photo will be sent by the customer and no patient harm reported.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a piece of plastic stuck inside the barrel. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a 20ml syringe connected to a needle assembly with a piece of plastic in it. The second photo shows an opened packaging blister. This defect could occur if there was a jam during the assembly process inducing damage to a part. Evaluation of the actual sample would be required to offer a more specific root cause. A device history record review was completed for provided material number 302830, lot 3235886. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.